Event description:
The customer reported that the insulin pump had a frozen display and the time also was frozen. During the call the customer stated that the device alarmed button error. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed button error due to a corroded keypad trace. No frozen screen noted.